Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the wound cellulitis/infection was at the neurostimulator pocket site. It was noted that a new system was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the patient's weight was reported).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator. It was reported that the patient had a wound infection and cellulitis after their implant. The site was red, swollen, and painful to the touch and it was tender to palpate. This was noted to be related to the implant procedure and the device was explanted as a result. The patient was also administered bactrim ds, 800-160 mg and bactrim, septra 400-80 mg. The issue was noted to be resolved without sequelae. No device issues or further complications were reported or anticipated.